Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead the patient experienced phrenic nerve and diaphragmatic stimulation. The lead remains in use. This patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.